Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a morphine pca syringe infused faster than expected on a post-operative surgical patient. No clinician programming settings were available. Morphine pca was started at 0014 on (B)(6) 2014. The patient required a rescue dose at 0111. At 0630 the pump alarmed for an empty syringe. The medication history was cleared. The syringe was replaced. Shortly after 0900, the pump alarmed for nearly empty syringe sooner than the nurse expected. The pt remained a&o x4 during event, although was a little sleepy after 0900. There was no report of medical intervention or patient harm. No additional information was provided.